Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The pad-pak was first installed in april 2011 and performed to specification up to the 19th january 2014. The device failed a self-test due to a low battery on the (B)(6) 2014 and remained in fault mode until (B)(6) 2014 when an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. Multiple manual power ups of mainly of ten minutes duration were recorded between (B)(6) 2014 and the last log entry on the (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this would not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.